Manufacturer narrative:
At this time, product has not yet been returned. It has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 31-mar-2022. The adverse event associated with this complaint occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported an unspecified high sensor reading, and experienced symptoms of sweating, unresponsiveness, and loss of consciousness. The customer was taken to the emergency room where a healthcare meter result of 27 mg/dl was obtained and customer diagnosed with hypoglycemia. The customer was treated with glucose via IV, then given apple juice and a protein bar. There was no report of death or permanent injury associated with this event.